Manufacturer narrative:
Additional information: the rupture did not occur during the first inflation. Two inflations were performed before the problem occurred. The rupture occurred in the balloon catheter. The twisting/deformation occurred in the catheter after the second inflation. The catheter presented with torsion. The device was being used to predilate the lesion. The device was not moved or repositioned while inflated. Initial reporter name and phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora rx balloon catheter, a balloon burst, leak, or catheter leak was observed at an inflation pressure of 14 atm. There was a kink on the catheter delivery system. The device was not inspected prior to use and negative prep was not performed. The lesion was not pre-dilated and the device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. The target lesion was located in the distal left anterior descending (lad) artery which exhibited severe tortuosity and severe calcification with 95% lesion stenosis. No patient complications have been reported as a result of this event.